Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a broken wire was observed on the permanent cautery hook instrument. The issue occurred about ten minutes into the procedure. The surgeon confirmed no instrument collision. The surgeon stated that the instrument did not work well after exfoliating the myoma from the uterus. The nurse then checked the instrument with the naked eye and noted the broken wire. There was no report of fragments falling inside the patient, patient harm, adverse outcome or injury.